Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Per customer cmc v outputs are a little high. No patient harm. No delay.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the unit as received powered up normally. Rf output is within spec. Unit requires updates on lvps cable with the new crimps. Unit was tested on fluke qa-es ii electrosurgical analyzer and no failure was observed. Unit allowed to run four hours burn in and no failure was observed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.